Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The dilator was broken. The vizigo¿ sheath right out of the box had a broken dilator tip. This was noticed while setting up for the case and the sheath was not used on the patient. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. It did not result in wires being exposed, and no resistance was met because the damage was noticed prior to insertion. No patient consequences were reported. Dilator broken is MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-feb-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, a photo of the complaint device was received. The analysis the photographic evidence will also be included in the subsequent supplemental 3500a report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-mar-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The dilator was broken. The vizigo¿ sheath right out of the box had a broken dilator tip. This was noticed while setting up for the case and the sheath was not used on the patient. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. It did not result in wires being exposed, and no resistance was met because the damage was noticed prior to insertion. No patient consequences were reported. Device evaluation details: according to pictures provided by customer, dilator tip appears broken. Visual inspection testing was performed, in accordance with bwi procedures and the device failed due to dilator tip was found broken. A device history record evaluation was performed for the finished device 00001844 number, and no internal action was found during the review. The customer complaint has been confirmed, however, based on the information provided, the condition reported has origin in someplace external to the manufacturing environment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)